Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex2138 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported while placing a PICC with a custom kit the customer tried to bend the wire and the wire snapped. Clinical specialist present during event. No other information was provided.